Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis found the mechanical operation of the catheter peel ing/slitting/splitting showed a spiral slit. The slitter was not returned, therefore the condition is unknown. The spiral slitting (technique issue) was visible from the start at handle and continued until separation. The mechanical operation of the catheter was damaged as stress cracking was visible on the shaft. The mechanical operation of the catheter shaft was bent. A visual summary analysis of the lead indicated damage during use at the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter would tear off while cutting with a slitter. No patient complications have been reported as a result of this event.